Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit and need assistance in programing the device. Customer's blood glucose was 164 mg/dl. The customer was able to cleared the alarm and the device asking for the time/date. The customer was assisted with setting date and time and basal and bolus wizard and fixed prime and helped her prime the 512 insulin pump. The customer is ready to use the device.